Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted into the patient, the pump alarmed helium leakage. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24m0167. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that matches the reported lot number. The sample was re-turned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the device was in two separate sections. Returned with the sample was the teflon sheath; sheath was the first section (section 1) included the iabc distal tip and a portion of the bladder membrane. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The second section (section 2) included the iabc central lumen, a portion of the bladder and the iab bifurcate luer. The proximal end of the bladder was noted torn. Bends to the central lumen were noted at approximately 36cm, 37cm, 44cm, 55cm and 67.5cm from the luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The teflon sheath was noted buckled and the iabc bladder was noted torn, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), bal-loon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. A device history record (DHR) re-view was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the pump alarmed helium leakage" is confirmed based on visual in-spection. Upon return, the device was r eturned cut in two separate sections and blood was noted in the helium pathway. Due to the returned state of the device, it could not be confidently deter-mined what initially caused the complaint. Unrelated to the reported complaint, the iabc bladder was torn and the teflon sheath was noted buckled. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted into the patient, the pump alarmed helium leakage. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".